Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested events were confirmed. Residual whitish foreign material, presumed to be simethicone type of product, was found inside the a/w-channel, a/w-cylinder and auxiliary water channel. Therefore, the device did not meet its specification or function. It could not be specified what the root cause of the remaining foreign materials were. There was a deviation from IFU in the reprocessing steps for the locations where foreign material remained. The foreign materials may not have been removed since the reprocessing was not conducted properly due to leakage from the s-cover. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material in the air/water tube and air/water cylinder. There were no reports of patient involvement.